Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim the customer reported an infusion event involving our old alaris devices, where the pump continued to infuse even though there was air in the line.

Manufacturer narrative:
It was reported that the pump continued to infuse even though there was air in the line. One sample was returned under pr (B)(4). From the investigation, functional testing was performed on the returned administration set. The set was attached to a lab infusion bag filled with water and all clamps on the administration set were opened. The fluid freely flowed as expected. There were no leaks observed. Closing each of the clamps resulted in a flow stop as expected. No anomalies were observed. The suspect pump module was tested, and it was found that the module¿s air detection system was operating within specifications. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information.